Event description:
Caller reported a malfunction on the pump, there was no adverse impact to the customer¿s blood glucose level. The issue had been previously reported multiple times, and technical support decided to replace the pump. The customer was advised to switch to a backup therapy involving multiple daily injections (mdi) to ensure continuous insulin delivery and was informed about receiving a replacement pump with updated software.